Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The husband of a customer indicated via phone call of hospitalization for unexplained high blood glucose of 700 mg/dl. Customer would like to check the pump. Troubleshooting found that the pump passed the high pressure test but the pump was not working before the customer called. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.